Event description:
It was reported to philips that the system did not bootup. The device was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not bootup. Following a study of the log file, the reported issue is confirmed. After some functional test it identified the issue to be discharge of bios battery. To resolve the issue rse instructed the customer to perform bios battery cleanup and replacement of the bios battery. The customer replaced bios battery on the host pc. The issue reoccurred on 18 march 2024, and it resolved by replacing the host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.